Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4); product type lead product ID 977a260, serial# (B)(4); product type lead product ID pnma01411a004, serial# unknown; product type recharger. (B)(4).

Event description:
The patient reported, the implantable neurostimulator recharger (insr) had been causing burning sensation, not charging the implantable neurostimulator (ins) properly, and giving inconsistent message screens. The patient had burning sensation while charging, when it happened, she stopped charging and let it cool down. This happened 4 times in the last 2 weeks. The patient also reported the belt didn't work for her; she had to lay on the antenna in order to charge. During troubleshooting, it was difficult for the patient to move the antenna around. The antenna was damaged and a new one was sent. The patient's baseline symptom, not able to walk and in bed all the time, improved upon implant. The patient said after implant, she could walk again. The patient symptoms came back, she was back in bed. This happened about 3 weeks ago. While troubleshooting, the patient felt that the stimulation came on. The indication for use was non-malignant pain. The patient later reported she got the new antenna but was still having difficulty with charging. The patient was about to get communication but no coupling. The patient attempted a recharge session, got the reposition antenna screen. The patient was told to put the insr antenna directly over skin. This resulted on 6 bars at first, then eventually 8 bars. The coupling issue was resolved. The stimulation was not on as the programmer indicated the battery needed recharging but the patient was walking around without pain. Additional information stated the consumer reported there was a loss of stimulation. The patient was to follow-up with the hcp. The patient had pain and a hard time walking. The consumer reported the charger got hot yesterday 2015 (B)(6). The patient stated she was getting a little pain that started on 2015 (B)(6). The patient stated, it was just like I was before implant same exact not feeling stimulation. She stated she got it going yesterday/charged. It got hot and had to stop 3/4 from finishing. Medical history includes non-malignant pain. The patient stated, she has been having trouble with her ins all week. She can't stand, can't walk and the pain is terrible. The patient stated she was walking around for 20 minutes and by the time she had to go out, she couldn't walk. The ins was not helping manage the pain. The patient was to follow up with her doctor. If additional information is received,a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product(s) : product ID: 37791, lot# serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: pnma01411a004, lot# serial# unknown, product type recharger. (B)(4).

Event description:
Additional information received from the consumer reported that they broke their back, shoulder, and wrist, that is what led to the pain, walking difficulty and hot recharger. There were very hot burns skin. The patient stated they need sticky tape, it is the best to stop getting too hot. The patient had gained 50 lbs since (B)(6). The patient's diabetes doctor was getting control over insulin, and the patient has it under control. The patient stated the charger gets very hot on occasions and the patient has to stop for a day before recharging. Additional follow up not required at this time, as all required fields were deemed sufficient. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported coupling issues. The implantable neurostimulator recharger (insr) charged to full, but when she went to use the insr to recharge the implantable neurostimulator (ins), the battery depleted down to nothing. This was clarified to mean coupling boxes. The insr was fully charged, but when she went to recharge the ins she was seeing a normal recharging screen, but none of the coupling boxes were shaded. The patient was having this issue since implant, but then she met with a manufacturer's representative who assisted the patient with recharging issues and everything was working great. The coupling issues were happening again and it was worse this time around. Recharging best practices were reviewed and a recharge session was attempted. A reposition antenna screen and poor coupling were noted. The patient repositioned the antenna and then the patient saw a normal recharging screen with no coupling boxes shaded. The patient repositioned the antenna, but it did not result in any boxes being shaded. When the antenna dial was turned, it did not result in any boxes being shaded. Repositioning the antenna did not resolve the issue. Communication was possible with another external device. An antenna locate feature was performed, but this did not result in any coupling boxes being shaded. There was poor communication with the patient programmer. Communication was possible with the insr. The patient had not been recently implanted or had a revision surgery. The patient used the antenna. Confirming the antenna w as secure did not resolve the issue. Unplugging the antenna, placing the programmer directly over the ins on the skin and syncing with the ins resolved the issue. The patient was able to sync with the ins, but then saw a warning screen indicating the ins battery charge level was depleted. The battery was in a discharged state and the therapy had stopped. There was a damaged antenna. A new antenna was ordered for the patient to see if a new insr antenna would resolve the coupling issues. The patient did not think she was recharging the ins with no coupling boxes shaded. The patient would continue to recharge the ins with no coupling boxes shaded. Later, on the same day it was reported the patient lost coupling again. The patient was getting 4 coupling bars and then it dropped down to 0 during the time of the call. The patient confirmed the insr antenna was right over the ins and she was wearing the belt. A poor communication screen was seen on the patient programmer. The patient was trying to communicate with the patient programmer while charging. The patient would try to use the programmer when she was done charging. This issue with the patient programmer just started on the day of the report. The patient noted she was wasted while on the call. The patient was only getting short areas she could walk. It was getting worse and worse and the patient could not walk long. Once the stimulator got on, it was helping the patient and the patient could get up and walk a little bit, but only short distances and then the pain would come back again no matter what the patient did.

Event description:
Additional information received from the patient reported they had charged their device twice and it did not charge. They were trying to get their implantable neurostimulator (ins) to hold a charge.